Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that patient was revised due to non integration and pain. Affected side: left.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> attune tibia cementless non integration left pain (B)(6) 2023 first implantation. The product was not returned to depuy synthes, however photos were provided for review. The photo and x-ray investigation revealed that attune rp tib base sz 8 por has organic material on the fixation surface. The x-rays were reviewed and show proper alignment of the implants. The reported allegation cannot be confirmed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the attune rp tib base sz 8 por would not have contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> a manufacturing record evaluation was performed for the finished device product code 150611008 lot number 4003807, and no non-conformances / manufacturing irregularities were identified during manufacturing.